Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and 600 mg/dl. The customer was treated with manual injection for high blood glucose. The customer stated that they experienced symptoms related to high blood glucose such as nausea, chest hard and dizziness. Customer did not allege the insulin pump for under delivery. Customer stated that the drive support cap appeared normal. Troubleshooting was declined for insulin pump. The device will be returned for analysis.